Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. While on support, the patient experienced gastrointestinal bleed and anticoagulation levels were low. The impella migrated to the aorta and was explanted, and a new 5.0 device was implanted.

Manufacturer narrative:
Additional information for the initial MFR 1220648-2024-23465 was provided in sections b5 and h6. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
It was additionally reported that while on support the patient had an episode of atrial fibrillation with rapid ventricular response. The patient required cardioversion to resolve. It is unknown what the relationship is between the arrhythmia and the impella.